Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-21205, 21206. The pt reported she is unable to charge the ipg using multiple external devices and is receiving an error code on the programmer (comm error 2501). Due to experiencing a fall, the pt had last charged the system about a year ago. The sjm rep confirmed the ipg was inoperable and was told that it had been six months since the last charge. Additionally, it was also reported the pt has received ineffective low back stimulation since implant. The physician will administer injections and do alternative procedures prior to determining if the pt should undergo a replacement of the system.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.